Event description:
The recipient reported to the clinic for follow-up. In situ measurements showed affected channels. No trauma was reported, however a little redness was seen at the implant site. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported to the clinic for follow-up. In situ measurements showed affected channels. Reimplantation is scheduled.